Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the pump supplies were changed to address the issue. Customer did not respond to attempts to obtain additional information regarding bg.